Event description:
It was reported that during a routine device change out procedure, it was noted that the left ventricular lead had dislodged. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.